Event description:
Philips received a complaint by the customer on the v60 indicating that the device was presented with a back up alarm fail. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Rse recommended changing out the power management board to solve the reported issue. The biomedical engineer changed out the power management board as part of a field change order to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.